Event description:
It was reported that when the kit was opened, they found the saline solution vial was broken. As a result, a new kit was opened and used successfully for the pt. There was a delay in treatment with no harm to the pt, no pt death, or no pt complications were reported. The pt outcome was normal.

Manufacturer narrative:
(B)(4). Sample will not be returned.